Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a failed leak test. However, during the device analysis, the service center identified the adhesive (ke45) of the forceps cover at the distal end was peeling.. In addition, dents on the probe's pink rubber were found. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of distal end peeling of the ke45 at the forceps cover and the probe pink rubber dents are traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.